Manufacturer narrative:
Product event summary: analysis confirmed the reported issue as there were multiple stuck buttons detected in the log. It was found that the keypad, main printed circuit board (pcb), upper case, display flex, display frame, display frame screws and grommets were contaminated. It was also found that the encoder switch assembly, one knob, and main pcb screws were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error at power up, a button press was being detected when no buttons were being held down. The epg has been returned for repair. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.